Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. No unexpected missing segments, no black or white screen or grey bars going across the screen noted during testing. The insulin pump was functioning properly. The insulin pump was received with minor scratched lcd window, cracked keypad at select button and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The screen went black and had white lines across it. They were laying down in bed when the anomaly occurred. They removed the battery and reinserted it to resolve the issue. The customer reported that the color on the screen came back. The customer also reported that the screen was foggy and they could barely read it. It was as if the screen was dimmed down. Troubleshooting was performed. The customer¿s blood glucose level was 77 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.